Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the upper and lower cases were contaminated, the lower case was broken, the display, display frame, display grommets, four display frame screws, encoder assembly, main printed circuit board and one case screw were contaminated. It was additionally noted that the device turned off during incoming testing and that there were errors present in the data logs. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.